Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The customer was unable/unwilling to provide the requested information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay for unknown number of patients performed at the emergency room on unknown dates. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay for unknown number of patients performed at the emergency room on unknown dates. No additional patient information, including treatment and outcome, was provided.